Event description:
Procedure type: lung wedge resection. According to the reporter: the reload locked down on the lung tissue on both cases. The surgeon tried to pull the black knobs back to open the jaws, and they came back, but the staple black tri-staple 45mm reloads would not open. It was fired, but would not release from the tissue. From what I heard from the staff, the surgeon was not very happy. To finish both cases, he was force to fire several more loads to cut out the loads that were locked on the tissue. Because of this, the surgeon was forced to take more lung tissue then was necessary. Patient is currently fine.

Manufacturer narrative:
(B)(4).